Event description:
It was reported that the patient implanted with this right atrial (ra) lead was admitted to the hospital with a pericardial effusion and suspected ra lead perforation. The p wave amplitudes had decreased and there was some undersensing noted. A chest x ray was obtained which did not confirm the perforation as the lead appeared to be in the same position. The perforation was assumed due to cardiac tamponade and a required thoracentesis. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead was admitted to the hospital with a pericardial effusion and suspected ra lead perforation. The p wave amplitudes had decreased and there was some undersensing noted. An x ray was obtained which did not confirm the perforation as the lead appeared to be in the same position. The perforation was assumed due to cardiac tamponade and a required thoracentesis. No additional adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the patient later passed away. It was noted that the patient had other medical issues besides the suspected perforation. The lead was not explanted.